Event description:
The customer reported via the clinical affairs department that a pt fell post a total knee surgery resulting in an avulsion fracture of the right patella. It is further reported that the pt had surgery performed on (B) (6) 2009 to repair the ligamentum patellae and the tension band wiring of the patella. It is further reported that no revision of the implants was performed. It is further reported that post removal of the casts, the pt has a 0 - 90 degree range of movement. It is further reported that the consultant is satisfactory with the results.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.